Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
It was reported that the patient was disconnected from ventilator but it never alarmed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and found that the patient disconnect alarm did come on when no circuit was connected. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.